Event description:
During a pre-use check the ventilator was turned on and a clicking noise was heard from the air gas module accompanied by an acrid odor. The gas module was replaced and the unit was calibrated the tested within manufacturer's specifications. No patient injury occurred.